Manufacturer narrative:
The device has not been returned for analysis; therefore the cause of this event could not be determined. If the device is returned a follow-up report will be filed. Same event as reported in MDR MFR: 2029214-2016-00196.

Event description:
Medtronic received information that onyx left the catheter approximately 10 cm from the distal end of the catheter. The patient was undergoing onyx embolization treatment of an arteriovenous malformation (avm). The catheter was flushed as per the instruction for use (IFU). The catheter was inspected and tested prior to use. The access vessel was the left ascending pharyngeal artery with slight tortuosity. Before onyx injection, the physician used the catheter for several probing of vessels. The dead space of the catheter was filled with dmso. No resistance in the catheter was reported during onyx injection. The injection pressure was low as usual and was paused for less 2 minutes. Approximately 1 ml of onyx was injected when the physician observed the rupture. The onyx plug was left in the vessel, because this vessel was the feeder to the avm.

Manufacturer narrative:
The marathon catheter was returned for analysis. As received, the catheter was found to be ruptured 14.5 cm from the distal end. The catheter was also found stretched and occluded with onyx as residue was found inside the catheter hub and tip . Based on the device analysis the clinical observation was confirmed and user context may have contributed to the event. The catheter stretch is likely due to the use of an incompatible guidewire. In addition, the catheter appeared to have ruptured due to over-pressurization as a result of an onyx occlusion within the catheter, resulting in pressures exceeding the limits of the catheter. Per the marathon IFU: infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. A lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.